Event description:
The physician reported an adverse medical event with zyderm 1 and 2. After injection of 2 ml zyderm 2 (same lot for each 1.0 ml syringe) into the nasolabial fold, swelling was observed in the area of the labial commissures through the jaw. After injection of 1 ml zyderm 1 into the lower eyelids, swelling was observed in the area of the lower eyelids through cheeks. The lumpy swelling still exists. Claritin and celestamine steroid tabs were prescribed. This is the same event and the same pt reported under MDR ID # 2024601-2008-00220. This is the first MDR submitted for the first suspect product.

Manufacturer narrative:
Medwatch sent to FDA on 4/29/08. Device history summary: all sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. The deviations noted were not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, no assignable cause for this complaint can be determined.